Event description:
It was reported that upon interrogation, the patient's intrinsic heart rate was below the lower rate of 60 beats per minute. It was also reported that there was no capture in unipolar or bipolar on either the atrial lead or the ventricular lead, lead impedance could not be measured, and there was intermittent artifact on the ECG. The device was explanted. No patient complications have been reported as a result of this event.